Event description:
It was reported that the patient presented with an infection. It was noted that the patient had endocarditis with vegetation identified on the lead, respiratory failure, and septic shock. The entire system was explanted and replaced.